Event description:
Elderly patient underwent a right total knee arthroplasty. No complications noted during surgery. Operating room (or) counts noted as correct. In pacu, post-op imaging showed a metallic foreign body in the posterior aspect of the knee. Additional imaging confirmed suspected foreign body. Surgeon inspected surgical trays used during procedure, identified a head/washer from a spring pin used to secure cutting blocks to bone was missing. Patient was returned to the or where the foreign body was removed and a revision of polyethylene component of the right total knee arthroplasty was performed.